Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that screen of the insulin pump was hazy and was more difficult to read. Customer stated that the insulin pump had a longer to prime or rewind and not functioning when changing sets. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.